Event description:
It was reported that the patient responded to the physician slowly following the implant procedure. An echocardiogram was performed and an effusion was observed. Some unspecified procedures were performed and the effusion was resolved and the patient was in stable condition. There was no allegation made that the effusion was related to the implant procedure or the device.